Event description:
It was reported that noise resulting in oversensing and high capture threshold resulting in loss of capture was observed on the right ventricular (rv) lead. An rv lead fracture was suspected to be the cause of the event but was not confirmed. The rv lead was explanted and replaced to resolve the event, and the patient was in stable condition.

Manufacturer narrative:
The reported events of oversensing of noise, loss of capture and lead fracture were not confirmed. As received, a complete lead was returned in two pieces. The helix was retracted and clogged with blood and tissue. Electrical testing revealed no indication of conductor fractures or internal shorts. A visual and x-ray inspections of the lead revealed no anomalies except for procedural damage.